Manufacturer narrative:
The customer reported the device is not returning. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents reported from this lot. All available information was investigated and without a device to analyze a definitive cause for the reported leak could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the loss of fluid column. It was reported that this was a mitraclip procedure to treat grade 4 functional mitral regurgitation (mr). During device preparation, the fluid column of the steerable guide catheter (sgc) would not hold the fluid; the fluid was escaping. There was no patient involvement with this device and no clinically significant delay in the procedure. Another sgc was used to complete the procedure. There was no additional information provided.